Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not the stainless steel connector and the band). There was no indication of wear related damage to the portion of the lap-band system returned. Analysis also revealed a material discrepancy in which the port tubing stiffness was not consistent along its entire length. The finding is consistent with stretching or pulling of the tuning. Performance tests indicate no leakage at the access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Event reported as a "defective port, catheter rupture". Clarified as a leak.